Event description:
External ventricular drainage (evd) clamp broken during or case (clip snapped in half.) New evd kit opened for new clamp. A new evd kit was opened to use the new clamp during case. Broken clamp sent back to manufacturer by supply chain/logistics department (no addition details available).